Manufacturer narrative:
No product has been returned for evaluation as product remains in situ. No product malfunction alleged or identified. No radiographs or CT images provided nor patients bone quality reported. It is unknown if patient followed post operative recommendations. Device left in-situ.

Event description:
On (B)(6) 2019 patient underwent an extreme lateral interbody fusion procedure at l3 to l5 levels without any reported issues. The patient experienced post operative back pain and a CT image revealed a longitudinal crack of the l2 vertebral body. On (B)(6) a revision procedure was performed to remove the anterior section of the cracked vertebral body. As per reporter the patient is stable with no additional issues reported.